Manufacturer narrative:
Initial reporter information was unavailable. A medtronic representative went to the site to test the equipment. An adjustment of the door was made. The inner gantry cover was also changed due to a mix of plastic/carbon. The mechanical failure was resolved. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system¿s gantry door was broken. It was stated that the door stays open and there was an error message. There was no patient involvement.